Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, did not reveal any device-related issues and a direct correlation between the returned device and the reported event could not be conclusively determined. The device was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to being returned to abbott for analysis. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed the presence of fixed, post-explant blood in the inflow extension as well as the interior and pump outflow portions of the pump cover. The texture of the blood appeared to have been altered by the application of a fixative agent. The blood was unstructured and appeared consistent with undrained blood that remained stagnant in the device following the explant procedure. Further evaluation revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratched or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-009484 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months (the age is calculated from the date of implant to the event date.). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transplanted as status 2 due suspected device malfunction. Per surgeon, the patient required repeated hospitalizations for volume overload. The patient had elevated biventricular filling pressures in the context of medication and dietary compliance, normal vad parameters and log files. A ramp study showed up-titrating speeds up to 6700 rpm's, which was above usual clinical range in the hm3 trial. Moreover, an outflow graft angiogram failed to diagnose either outflow graft twist or any other pathology that could impaired unloading. Patient did not have consistent high mean arterial pressure that could limit flows due high after load. It was clear that the inability to unload the patient's left ventricle was impacting the quality of life and potentially survival. Pump exchange for hm3 was a difficult and not well described operation (unlike hm2 subcostal exchange), which required thoracoabdominal entry. Given the surgical challenge coupled with exhaustive and unsuccessful search for other causes of patient's condition and young age, the surgeon, along with multidisciplinary team, upgraded patient as pump malfunction meriting status 2.